Event description:
Customer tested 0.6 mmol/l on compact plus system 1, and 9.3 mmol/l on compact plus system 2 within 10 minutes. Customer took humalog based on the result of 9.3 mmol/l. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in compact plus system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in compact plus system 1. Will not be returned to manufacturer.